Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. The patient had a fall on (B)(6) 2012. The patient fell near a sidewalk and pool and injured her knee. The patient had also been in the process of moving and had been performing heavy lifting on (B)(6) 2012. It was reported that on (B)(6) 2012 the patient increased amplitude to 2.8 v. The patient increased amplitude by 0.1 v multiple days over the next week or so to an amplitude of 3.3 v. The patient was going to continue to monitor symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v890309, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).